Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that there were issues during a pump rewind. There was no further information available. This complaint is being reported because the reported issue was not resolved and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.